Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The esc button was not responsive. They were unable to clear the low reservoir alarm. Customer's blood glucose level was 82 mg/dl. The customer called back the next day because their blood glucose level went up to 500 mg/dl since they were off the insulin pump. The customer was treating with long term insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm low reservoir alarm and unable to perform any tests due to buttons unresponsive. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained address/serial number label and minor scratches on display window noted.